Event description:
Device malfunction: premature deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, during the thumb advancer step #3, the clip "spontaneously fired". The clip was not found, though it was thought to have "fired externally". Hemostasis was achieved using manual compression. Though requested, no add'l info was received.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.